Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. The f-94 alarm was verified during testing. The cause of the condition was determined to be that the battery does not hold the voltage.. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm (configuration option settings checksum is not 0). It was not specified when in the process this occurred. There was no patient involved. No additional information is available.